Event description:
It was reported that intraoperative, when blade was connected to the handpiece, the blade did not rotate. After replacing it with a new blade, it could be used normally. There was no patient injury.

Manufacturer narrative:
H3: product analysis found the device, tubing set, and an open pouch were returned in a resealable bag. There was no damage or contamination observed on the tubing set. There were also no traces of contamination observed on the returned device. The inner assembly spun by hand with binding sound observed. The device was loaded into a handpiece (set up to 7,500rpm oscillating mode) but was unable to spin properly. There was a wobbling observed during the blade oscillation. For further analysis, the inner assembly was pulled out of the outer assembly, and it was observed that the inner shaft was bent near the distal end of the inner hub. There were also striations observed at the distal and proximal end of the inner shaft. The device failed functional testing due to defective condition upon return and the inability to rotate properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.